Event description:
It was reported that three vials of onyx (liquid embolic) could not be visualized under the fluoroscope. No pt injury reported.

Manufacturer narrative:
Three vials of onyx were returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity testing was performed on the retained sample from the same lot and was found to be within specification. (B) (4).